Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she noticed that her blood glucose was high and found that the reservoir had a protruding septum. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that her blood glucose went down after changing the entire set. The insulin pump will not be returned for analysis.